Event description:
It was reported that this right ventricular lead exhibited high pacing threshold. Additional information received indicating that the suspected cause for high threshold was micro dislodgement. The behavior was attributed to the lead. This right ventricular lead was surgically abandoned. No additional adverse patient effects were reported.